Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during in clinic interrogation, a battery performance upgrade was undertaken. The device had registered 2.7 years remaining prior to upgrade. Post upgrade it was indicating 1 month- 33 months. The device was re-interrogated and demonstrated normal battery longevity. The device remains implanted, and the patient has suffered no adverse effects. The patient is monitored on merlin.net and will not be having any further intervention until the device is at eri. There was no premature battery depletion.